Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarms due to corroded keypad traces. There was no moisture damage on the lcd board, motherboard, interface board, motor, and vibrator and battery tube assembly during visual inspection. There was no number scrolling or jamming numbers during testing noted. The device was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call of keypad anomaly on their insulin pump. The customer's blood glucose was 108mg/dl. Customer states having issues with arrow keys on their insulin pump. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.